Manufacturer narrative:
This report is being supplemented to provide additional information (h10) regarding the reported event. Additional information received identified the event occurred prior to a diagnostic procedure. The procedure was completed as intended with no delay. However, a different device was used. It is unknown how the screw fell out. There was no visual deformation noted on the bending section of the scope. No additional information regarding the event or how the scope is maintained is available.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was not returned for evaluation, and a probable cause could not be determined. As stated on the instructions for use: to ensure satisfactory performance, perform the prescribed inspections and operational tests as recommended. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing, the screw was found to be missing where the scope attaches to the sheath.